Event description:
Rptr noted minimal phaco power at beginning of procedure. Reprimed and returned, then changed handpiece and cassette to troubleshoot; error messages displayed. Converted to "ecce" to complete procedure. Posterior capsule tear occurred; anterior vitrectomy performed, and ac iol implanted. Prognosis unknown at this time. Cancelled subsequent cases.